Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip of the needle broke at the weakening spot where the suture is supposed to pass through and the broken piece was not able to take out from the patient. The broken tip got into the soft tissue. Surgeon had passed the needle at least one time through the cuff and on the second or the third time it broke. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. The retained needle tip is considered to be bio compatible. However, it is unknown if corrosion, micro-motion and/or migration of the retained needle tip is possible. Although it was reported that the procedure was completed with no harm to the patient, the patient¿s post-operative condition is unknown at this time and future patient impact cannot be determined. This is an acknowledged failure mode that has been evaluated and is being monitored.